Event description:
Had a compound fracture of leg. While in the hospital, had line put in chest area. Developed infection before line was put in. Went home and was shown how to use IV flush syringes. Ordered them from ivedco, mail order. Got very sick, went to doctor, they wanted to amputate leg as infection was out of control. Has since been put on oral meds but still feels they have infection in leg. Pt was on IV vancomycin, 3 times daily, for 4 months. Once started using ivedco product, within 3-5 minutes, suffered severe chills and then would run a fever. Started feeling better 2-3 days after stopped using the ivedco product. Rx label of ivedco on plastic bag. Syringes labeled by IV flush heparin 10u/ml 5 ml/10ml syringe and label round lengthwise, single use only, perservative free IV flush, dallas tx. Expiration date on rx label on bag reads 110904 but on syringes reads 092604.